Event description:
A customer reported processing scopes in cidex® opa solution at a temperature lower than what the instructions for use (IFU) states, and the scopes were released and used on patients. There were no reported serious injuries. However, they are tracking the patient for possible infection. The customer stated they processed the items at a temperature of 67 degrees fahrenheit. The customer was advised the minimum temperature to reach high-level disinfection is 68 degrees fahrenheit. As a matter of policy, advanced sterilization products (asp) has decided to report cases where a customer does not follow the IFU when processing their scopes in cidex® opa solution since asp is not able to guarantee it has been high-level disinfected.

Manufacturer narrative:
Corrected data: lot#: the correct lot number is 603600019. Additional information: expiration date: 02/04/2018. Device manufacture date 02/2016. Method: actual device not evaluated. Results: no results available since no evaluation performed. Conclusion: failure to follow instructions. Asp investigation summary: the investigation included a review of the batch history record, complaint trending, system risk analysis (sra), visual analysis and retains analysis. A review of the batch history shows all the required process checks are complete and acceptable. There were no anomalies identified with the processing of this batch that would have affected the functional specifications of the product. A review of the lot history from 11/22/2015 to 05/20/2016 revealed trending was not exceeded. The sra indicates the risk associated with "biohazardous exposure" and "disinfection time/temperature", pathogenic or infectious material is "low." Visual analysis was not performed as the product was not available for return. The supplier was not notified of the issue as the issue was not identified as a manufacturing or functional issue. Retains testing was not performed as the issue was not identified as a manufacturing or functional issue. The assignable cause is failure to follow instructions. The customer was informed per cidex® opa solution IFU the minimum temperature to achieve high-level disinfection. The issue will continue to be tracked and trended.